Event description:
Per the clinic, the patient developed an infection around the abutment site; treatment for the infection is unknown as of the date of this report, (B)(4) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.